Event description:
It was reported to lifecell that pt underwent tram reinforcement with device in 2009, while undergoing 5 surgical procedures during a single operative event. Pt was admitted to hosp with diagnosis of sepsis a week later. Methicillin sensitive s. Aureus was isolated. Device was explanted and wound vac was applied. The current status of pt is deceased. This report is filed based on new medical info received.

Manufacturer narrative:
Eval: since the device was not returned for eval, internal investigation included, as follows: review of the device history records for lot s10524. Query of lifecell complaint sys for any similar complaints reported to lifecell against the devices distributed from lot s10524. Results of eval: review of the device history records for lot s10524 revealed no deviations that would have an impact on processing steps associated with risk of infection to the pt. Proper terminal sterilization and package integrity of this lot was confirmed in the investigation. To date, devices that were reported as implanted, with no similar complaints reported to lifecell.